Event description:
This MDR is being filed in an abundance of caution. The user reported that the tiller on his knee walker collapsed. He fell down injuring his toe but no medical treatment took place. Inspection of the subject knee walker showed that the unit had a tiller that had been installed backwards.